Event description:
It was reported to philips that the x-ray system was turned on, but it would hang. The main breaker was tripped to get the system to shut off and turn back on. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. According to the user, the shutdown of the system was delayed and they had to turn off the breaker to perform a reboot. A philips field service engineer (fse) inspected the system onsite. The system logs were read and the reported issue had not reoccurred. Troubleshooting determined that the system was up and fully functional. After onsite assessment and review of the system logs, the system was returned to use in good working order with no recurrence of the reported issue. The codes were updated based on the investigation outcome.